Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing soreness, tenderness, and pain around the cardiac resynchronization therapy pacemaker (crt-p) implant site for which they were prescribed a pain reliever. The device was later confirmed to have moved per a chest x-ray. The device pocket was revised and the crt-p remains in use. No further patient complications have been reported as a result of this event.